Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the issue of no differential results. The issue was determined to be due to a broken pinch valve base mount at vl45. The fse replaced the pilot actuator and base mount resolving the issue. (B)(4).

Event description:
Customer reported incomplete differential results when using the coulter lh 780 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.